Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ramp anti-tachycardia pacing (atp) of the implantable cardioverter defibrillator (ICD) accelerated the patient¿s heart rate causing syncope. The patient was treated and the ICD remains in use. No further patient complications have been reported as a result of this event.